Event description:
The patient was an infant at the center. A call was received at 11:15pm in 2006 to set-up a hood. At 3:00am, a call was received to establish ncpap at which time the device seemed to be working fine. At approximately 5:00am, the instrument was reported to not be working correctly, and was verified to not be delivering pressure by the therapist on call, based upon the led readout. The baby was placed on a second arabella which appeared to be working correctly. The patient was intubated and transferred to a higher acuity center, and later expired. According to the facility, the instrument was not being "blamed" for the results. The service provider has provided a p.o. To have the initial importer/distributor's technical support department evaluate the instrument, on site, next week. The third party service provider, used by the hospital to initially evaluate the instrument, was determined to not be familiar with the function of the arabella. Therefore, the hospital decided to have an authorized representative of the manufacturer come to evaluate the instrument in question.